Event description:
It was reported that there was oversensing of the ventricular r-wave by this right atrial (ra) lead. This resulted in inappropriate mode switches. Technical services (ts) analyzed device episode data and provided reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.